Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported an unspecified tubing issue. Upon return of product to bd, it was found that the male luer was broken.

Event description:
An unspecified tubing issue was reported. Upon return of product to bd, it was found that the male luer was broken. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection of the as-received set sample observed the male luer component's collar was broken off from its base. No testing was deemed necessary due to the obvious damage. The device history record for model me 2017 lot 19107052 shows the set was manufactured on 30oct2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The root cause was identified as design of the male luer component.